Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf uni-directional nav catheter and suffered a possible cardiac perforation requiring no medical or surgical intervention. During left pvi ablation, the smarttouch vector turned downward at the left atrial roof and the impedance rose to 300 ohms. Physician was unable to ablate. Catheter was repositioned and the force vector and impedance issues resolved, as the force vector turned upward and the impedance value was 140 ohms. Procedure continued. Ten minutes later, the physician observed decreased cardiac motion and slight hypotension. Echocardiogram was negative for effusion. Procedure was completed. Patient was transferred to the coronary care unit for observation. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The injury may have occurred as a result of the catheter making contact with the left atrial appendage. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. Impedance rose to 300 ohms and the physician was unable to ablate. Smarttouch catheter was repositioned and the impedance was 140 ohms. There is no information regarding overall ablation time and last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure.